Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Tel-c is intentionally disabled for this model device. Concomitant product: product ID: 419388, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and leads was observed with sensing and detection issues which resulted in undersensing of ventricular fibrillation (vf). The device and lead remain in use. No patient complications have been reported as a result of this event. It also reported the patient subsequently died in a manner unrelated to this event and ICD system.